Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and several no delivery alarms. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was exposed to an MRI. A motor position encoder error alarm occurred on the same day as the MRI. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switches on the esc, act, up arrow and down arrow buttons. The keypad connector on lcd board was locked. We were unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. We were unable to test for motor error alarm, excessive no delivery alarm and unexpected reset/history anomaly or verify alarm in the alarm history screen due to no button response. The motor was tested outside the device. The motor failed the motor test due to motor encoder signal out of phase. The insulin pump had cracked reservoir tube lip and a missing end cap sticker.